Event description:
It was reported that the patient was experiencing a shocking sensation on the left side. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is doing well postoperatively. The explanted device was unable to be returned as it was disposed of by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7084292, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7084860, UDI: (B)(4).